Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. The device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. Crimp markings were visible on the exposed balloon profile. An visual and via scope examination found no issues with the tip. A visual and tactile examination of the hypotube shaft found 2 breaks with the first break situated approximately 7.5 cm from the distal end of the strain relief and 2nd break, at approximately 51cm from the distal end of the strain relief. Multiple severe kinks were also noted along several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02oct2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.5 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed hypotube breaks.